Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-jul-2018 from a healthcare professional who reported that the cause for the inability to aspirate the spinal segment of the catheter was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j0039941r, implanted: (B)(6) 2000, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 24mg/ml at 4.105mg/day, baclofen 4000mcg/ml at 684.2mcg/day and dilaudid 20mg/ml at 3.421mg/day via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient had an infection in the lower left quadrant so the healthcare provider moved the pump to the patient¿s back during the pump revision. Per the reporter, the healthcare provider cut off a significant portion of the catheter once they move it to the patient¿s back and revised the catheter. The reporter stated that there was 28.5cm remaining implanted of the existing spinal segment but they could not aspirate. A modified bridge bolus was done as they were unable to clear the spinal segment of the catheter. The healthcare provider planned to fill with saline and run a modified bridge to run under 9 hours. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.